Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported experiencing low blood glucose (bg) alerts overnight for the past three nights while using dexcom g7, which woke the user from sleep. The user's low bgs were corrected with glucose tablets and cola, and the lowest bg recorded was 51 mg/dl. The user noted they had been eating no-sugar popsicles before bed, causing bg to rise to 200 mg/dl, prompting correction boluses from the pump that led to overnight drops. The agent advised avoiding bedtime snacks during the first week of ilet use to prevent this pattern. The user understood and had no further questions. Symptoms reported included shakiness, but no outside assistance or medical intervention was required.